Manufacturer narrative:
Additional information has been requested from the field. This report will be updated upon its receipt.

Event description:
Boston scientific received information that this unknown pacemaker and right atrial (ra) lead exhibited high out-of-range pace impedance measurements in all pacing configurations at follow-up. Sensing and pacing threshold measurements were noted to be within expected range. Review of trend data stored to the device showed the ra impedance was stable at 550 ohms. The patient complained of palpitations at the time of follow-up. Boston scientific technical services (ts) suggested measures to further assess the patient's system. No adverse patient effects were reported. Available information indicates this system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that high out-of-range ra pace impedance measurements continue to occur. It was also reported that prior to the latest follow-up, the patient's ra lead exhibited increased pacing thresholds and decreased sensing/amplitude. As a result, the pacing mode was reprogrammed to vvir. No adverse patient effects were reported. The pacemaker remains in service.